Event description:
It was reported that dr. From (B)(6) hospital affiliated with (B)(6), while performing a ureteroscopic lithotripsy and stone removal for a patient, discovered a crease in the ureteral stent during preparation for placement, with a noticeable bend and collapse, and therefore replaced it with another ureteral stent.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.